Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post cardiac resynchronization therapy defibrillator (crt-d) system implant, no abnormalities occurred during t he operation. However, later that evening, the patient suddenly developed hypotension. Ultrasound scans reported pericardial abnormalities, and the patient was transferred to the critical care unit for drainage. The following day, the drainage continued and blood pressure was unstable. It was noted that tamponade from perforation was considered. The lead was reset for the second time and pericardial bleeding continued. The surgeon then performed a thoracotomy to check and found a bleeding point on the right ventricular (rv) apex. The bleeding point was sutured. The patient was transferred to the intensive care unit (ICU) and became unconscious with critical values for vital signs. It was noted the patient was in a severe coma. The rv lead remains in use. No further patient complications have been reported as a result of this event.